Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 2 devices were involved in this event: 1222780-2024-00022.

Event description:
It was reported that during an MRI biopsy on (B)(6) 2023, during the biopsy the introducer localization trocar system cap detached inside the patient, the defective equipment was removed, and a second localization system was opened. The same issue happened again but the radiologist held the piece in place and continued with the biopsy. Unknown to the radiologist that a malleable piece had been lodged into the trocar casing when the radiologist advanced the trocar into the patient it lodged the malleable defective piece into the patient's left breast. It was discovered when the patient went for a post-mammogram clip placement. No additional information available.